Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Charge and boot tests were performed and failed due to the receiver not powering on. The battery voltage was measured, verifying the defective battery by switching it out with a known good battery. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed, using a good known battery, finding errors related to the complaint. The allegation was confirmed. The probable cause was determined to be defective battery. No injury or medical intervention was reported.